Event description:
It was reported to covidien representative by cdc manager at hospital that a ganged stopcock cracked and leaked. Nurse reported that bed was wet from fluid from the manifold. Nurse stated the manifold was used for tpn, lipids, fentyl and versed. Most likely the versed or fentyl leaked. The patient became calmer once the lines were changed to individual stopcocks. No ancillary treatment given or harm to the patient in the picu.

Manufacturer narrative:
Covidien requested return of product for evaluation, has not been received.